Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) . The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, the 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event.